Event description:
Info received indicated the head section drifts down.

Manufacturer narrative:
The hill-rom tech found a small piece of debris in valve seat causing the CPR valve not to seat properly, which allowed the hydraulic fluid to slowly flow back into the reservoir. He removed the debris from valve seat to resolve the issue.